Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec¿; fx, instrument top, packaged false positive results were obtained in drawer b. There was no report of confirmatory testing or patient impact.

Manufacturer narrative:
Customer reported issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6) customer indicated that further to reports of false positives (previous bd case closed 01232204), however since using the drawer again we are getting false positives. There were 3 false positives observed again. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and checked if the drawer b opens and shuts properly ,lubricated the rails, checked the condition of the rubber seal which was in good condition, checked the motor and washer of drawer b, replaced the washer for the motor with a spare one, checked the air flow in drawer b which was in good condition, verified the temperature in drawer b against the installed thermometer with readings 35 degrees, checked the drawer dampener, checked the list of false positives in drawer b, observed that most of the positives were flagged in rows e & f, swapped rack 3 with rack 5 , and rack 2 with rack 4, reseated the flex cable on rack 3 on row board and interconnect pcb, asked the customer to load samples in rack 4 & 5 and observe, and report any false positives in those racks, downloaded logs and database. The fse communicated with the customer to check the status of the issue and failed to receive response from the customer. This is a confirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed a previous complaint for false positives and confirmed that there were no issues found. Bd quality did not receive any returned parts or instrument for investigation. The root cause was believed to be faulty racks. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported while testing with bd bactec¿; fx, instrument top, packaged false positive results were obtained in drawer b. There was no report of confirmatory testing or patient impact.